Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an black particles related to a CPAP device's sound abatement foam. There was no report of serious or permanent harm or injury. The device was returned to a third party for a further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. Dust and dirt contamination was observed inside the device. No errors were logged. The unit was scrapped. The manufacturer concludes there was evidence of dust and dirt contamination was observed inside the device.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm/injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.